Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated the device was functioning properly. Customer discovered the cannula was bent on the infusion set. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.